Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lots 02916d000, 041716i000, 00516i000, and 02417a000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lots 02916d000, 041716i000, 00516i000, and 02417a000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that no product deficiency was identified.

Event description:
The customer reported falsely elevated patient results while using architect ipth reagent lots 02916d000, 041716i000, 00516i000, and 02417a000 when compared to results obtained on other methods. The following data was provided: (B)(6). There was no impact to patient management reported. It is unknown which results were obtained using which lot number. See manufacturing report number 3002809144-2017-00140 for lot 02916d000, see manufacturing report number 3002809144-2017-00141 for lot 041716i000, see manufacturing report number 3002809144-2017-00143 for lot 00516i000, see manufacturing report number 3002809144-2017-00142 for lot 02417a000. Note: this event was previously reported under an unknown lot number in manufacturer report number 3002809144-2017-00125.